Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that the device broke down four times during separate surgical procedures. The reporter stated that he managed to complete the surgery in all cases with another unspecified device. For one surgery he had to cancel the procedure. It was noted that the device broke down just before use for tibial-plateau-leveling osteotomy (tplo). The reporter stated that after performing arthrotomy on the dog, he did not perform the tibial osteotomy. So the surgery was stopped and a second surgery was rescheduled. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure it was observed that the small battery drive device stopped working in the middle of the procedure. The reporter stated that the device worked as usual in another surgery the next day. It was not reported if there was any delay in the procedure or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.